Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system may be experiencing oversensing. An invasive procedure was performed and the physician elected to replace the ICD. The chronic lead system was re-attached to a new ICD.